Event description:
Hip revision, femoral stem, pre-op diagnosis aseptic loosening left hip, other device used centralign #4 stem femoral head (9800-04 and 9026-29) (lot #64241800 and #63979100). Explanted items were sent to pathology.